Event description:
Information received states that pump's door platen is bent.

Manufacturer narrative:
Impact: caused platen to bent-in causing pump door to not close completely. Replace platen assembly.